Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an inguinal hernia repair, the inner seal on the port fell into the patient¿s abdominal cavity. The seal was retrieved using a grasper and another device from the same lot was used to complete the case. There was no patient injury.